Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrodes) has been confirmed. As received, the belt failed incoming testing. Upon evaluation, there were open wires along front pulse wire of the trunk cable. The cause of the test failure is the open wire. The root cause of the open wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the defective belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) had non-functional therapy electrodes.